Event description:
Hospital reported "this pt had a left total knee arthroplasty in 2004, it became infected and they had a revision with articulating spacer in 2005. They had 5 weeks of IV antibiotics and is now ready for a revision. They were admitted for a left total knee arthroplasty where all components were removed and replaced." Implants were not indicated as cause of infection.